Event description:
Vent stopped working at approx 0205 - high pitched alarm sounded and vent found to be off, no lights, no air movement. On off switch in on position. Vent did not restart after being switched off then on, pt was bagged and vent was replaced.